Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately over a week ago prior to contacting lfs. The patient claimed she manages her diabetes with 17 units of humulin r and n insulin twice daily. Despite the alleged issue, the patient stated she continued to administer her doses of insulin as usual. The patient reported feeling shaky, desperate, and developed a headache 3 days after the alleged issue began. In spite of her symptoms, the patient stated she did not seek any medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misused of the meter, and the meter did not require a new battery replacement. However, the alleged power issue was not resolved since the power button and test insertion per the owner's manual did not turn the meter on. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.